Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective device replacement, externalized conductors were observed on x-ray. The lead was capped and replaced. No clinical symptoms were reported.